Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced multiple high svc (superior vena cava) coil impedance spikes that were high and undefined. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was an alert for high/undefined impedance on the svc coil and pacing portion of the rv lead. The svc coil and pacing portion of the rv lead are suspected of being fractured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lead integrity alert (lia) was triggered on the right ventricular (rv) lead due to high sic (sensing integrity counter) counts and rv lead impedance variation. There was also visible rv lead noise on stored egms (electrograms). It was also noted that a svc (superior vena cava) lead impedance warning had triggered approximately eleven months ago and the svc coil was programmed off back then. A fractured svc coil was suspected. The rv lead was reprogrammed and remains in use.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance of the superior vena cava defibrillation coil was beyond the expected upper range, the impedance trend of the superior vena cava defibrillation coil was variable, and the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.